Manufacturer narrative:
The surgeon suspects the patient's right tmj devices are infected and is planing on removing them. The patient is currently on antibiotics. Multiple mdrs were submitted for this event (reference: 2031049-2020103).

Event description:
The right tmj devices were removed due to infection.